Event description:
It was reported that the customer¿s pump battery would not charge, and the pump screen would not turn on. There was no reported impact on the customer's blood glucose level. Technical support instructed the caller to try various solutions, such as using different wall outlets and adapters, but these attempts were unsuccessful. As a result, technical support decided to replace the pump. The customer will use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery is not interrupted.